Manufacturer narrative:
The troponin t hs reagent lot was 68812401 with an expiration date of 31-may-2024. The field service engineer replaced the measuring cell and performed preventive maintenance activities. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 analyzer (disk system). The sample initially resulted in a troponin t hs value of 82.32 pg/ml. The result was questioned by the physician. The sample was repeated two times, resulting in troponin t hs values of <3.0 pg/ml, accompanied by a data flag and 153.4 pg/ml.